Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have had several bad lows and paramedics had to be called out. They had a blood glucose of 58 mg/dl on one of the incidents. The customer states they have been hospitalized 3 times in the last 2 months. The customer has been experiencing lows for 9 years. The customer's blood glucose readings were 40 mg/dl or lower at the time of the incidents. The customer was at 143 mg/dl at the time of the call. The customer used food, juice, and was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer states their sensors read incorrectly and reported calibration errors, change sensor alerts, and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.